Manufacturer narrative:
The suspect strips and meter were returned. The returned test strips were measured with the returned meter in comparison with relevant retention test strips (lot 200785-10) and the current master lot coaguchek xs pt test strip (lot 230734-80). Returned customer material and retention material complies with specification.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer questioned results from their coaguchek xs meter with serial number (B)(4). The customer performed 2 comparison tests on 2 different days. Based on the data provided, the results from one of the comparison tests were erroneous. The customer tested on their coaguchek xs meter and the result was 4.1 inr. At the same time the customer was tested on a coaguchek xs plus meter used in the doctor's office and the result was 2.6 inr. The patient's therapeutic range is 2.0-3.0 inr. The patient is not on heparin. No adverse event occurred. The suspect product was requested for investigation. Relevant retention test strips (lot 200785-10) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 230 734 80). The obtained results showed a maximum difference of 0.1 inr between retention samples and masterlot. No error messages occurred. Retention material complies with specification. Coaguchek xs meter with serial number (B)(4) was returned.